Event description:
As reported, the autopulse platform (sn (B)(4) lcd screen was flashing and the user no longer can access the platform menu. Per the reporter, the platform can perform compressions but without access to the display, the user had "difficulties using" the device. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) lcd screen flashing was confirmed during the visual inspection. The root cause for the reported complaint was a defective processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2016 and is six years old, past the expected service life of 5 years. The processor board was replaced to remedy the fault. The secondary issue of the user no longer can access the platform menu was confirmed during further visual inspection. The root cause was a damaged (ui) membrane switch assembly due to a fluid ingress caused by user mishandling. The ui membrane switch assembly was replaced to address the issue. There was no other physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).